Manufacturer narrative:
The devices involved in the event will not be returned to bsn for analysis.

Event description:
A report was received that a pt was explanted due to infection. No further info is available as the physician is no longer in practice.